Event description:
Facility alleges an adverse reaction occurred immediately after the initiation of treatment. Pt complained of chest pain, back pain, and shortness of breath. Pt was given solu-medrol 125 mg and benadryl 25 mg by IV, and oxygen at 2 liters per minute by nasal cannual. Treatment was discontinued and blood was returned to the pt. Treatment was restarted with another type of dialyzer. No serious injury or blood loss reported. This event involved one pt.